Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled device change-out procedure. During the procedure, the set screw could not be removed from the header. The pacemaker was explanted. The patient had no adverse consequences.